Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) exhibited premature battery depletion and the his bundle lead had high and unstable thresholds. The device was explanted and replaced and the lead was capped. No patient complications have been reported as a result of this event.